Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent alarms occurring on the mpu was not confirmed. The provided log file was reviewed and contained data spanning approximately 8 hours (B)(6) 2023, 6:42 ¿ 14:31 per timestamp). However, no atypical events were observed throughout the data, and the pump maintained speeds above the low speed limit while connected to the driveline. The mpu (serial number (B)(6) was not returned for analysis. Per additional information, the alarms resolved after the patient was issued a new mpu. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the alarms related to the mpu. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported hearing intermittent alarms at night while on the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.